Event description:
A false positive advia centaur troponin ultra result was obtained for a pt sample. The pt was redrawn and tested. The result was negative. The pt was redrawn again and tested. The result was negative. The initial pt sample was retested twice and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was unk. The instrument is performing within specifications. No further eval of the device is required.